Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the physician informed her the insulin pump is the problem. The current blood glucose reading is 50 mg/dl. Customer treated with glucose tablet. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was experiencing high blood glucose for weeks. Customer has ketones. Diagnosed diabetic ketoacidosis. Hospital treated with manual injections. Nothing further reported.